Event description:
Literature: moro e, lozano am, pollak p, et al. Long-term results of a multicenter study on subthalamic and pallidal stimulation in parkinson's disease. Mov disord. 04/15/2010;25(5):578-586. Summary: this article reported the 5 to 6 year follow-up of a (B)(4) study of bilateral subthalamic nucleus (stn) and globus pallidus internus (gpi) deep brain stimulation (dbs) in advanced parkinson's disease (pd) patients. Thirty-five stn patients and 16 gpi patients were assessed at 5 to 6 years after dbs surgery. Primary outcome measure was the stimulation effect on the motor unified parkinson's disease rating scale (updrs) assessed with a prospective cross-over double-blind assessment without medications (stimulation was turned on and off randomly). Secondary outcomes were motor updrs changes with unblinded assessments in off- and on- medication states, with and without stimulation, activities of daily living, anti-pd medications, and dyskinesias. The patients had been implanted with bilateral gpi- or stn-dbs between (B)(6) 1996 and (B)(6) 1998 and also had been assessed at a 3-4 year follow-up, the results of which have been reported elsewhere. Reportable events: one gpi-dbs patient underwent surgery for a lead fracture. One gpi-dbs patient who lost dbs motor benefit between the 3-4 year evaluation and the 5-6 year follow-up underwent successful bilateral stn-dbs. It was hypothesized that the loss might have been due to suboptimal placement of the electrode inside the pallidum. One gpi-dbs patient had the leads and ipg's explanted and not replaced between the 3-4 year evaluation and the 5-6 year follow-up. No other information was provided. One stn-dbs patient had the ipg explanted prior to the 3-4 year follow-up. No other information was provided. Two patients with stn-dbs underwent lead replacements. No other information was provided. One patient with stn-dbs underwent replacement of the ipg and extension. No other information was provided.

Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. It is also possible several events occurred in one patient. At this time no additional information was available, additional information regarding the patient, event, interventions and outcome has been requested.